Event description:
The biomedical engineer (bme) reported that they had rebooted their central nurse's station (cns) and it is boot looping giving an unusual error message and then it takes a while for the application to open up. The bme tried rebooting the cns numerous times, but the boot error message persisted. No patient harm was reported. The customer took the device out of use and will return it to nihon kohden for testing and service.

Manufacturer narrative:
The biomedical engineer (bme) reported that they had rebooted their central nurse's station (cns) and it is boot looping giving an unusual error message and then it takes a while for the application to open up. The bme tried rebooting the cns numerous times, but the boot error message persisted. No patient harm was reported. The customer took the device out of use and will return it to nihon kohden for testing and service. Nihon kohden continues to investigate the reported event. Nihon kohden will submit a supplemental report in accordance with 21 cfr section 803.56 when additional information becomes available.

Manufacturer narrative:
Details of complaint: the biomedical engineer (bme) reported that they had rebooted their central nurse's station (cns) and it is boot looping giving an unusual error message and then it takes a while for the application to open up. The bme tried rebooting the cns numerous times, but the boot error message persisted. No patient harm was reported. The customer took the device out of use and will return it to nihon kohden for testing and service. Service performed: the customer's device was tested and reported issue of boot looping was confirmed and was resolved by re-imaging the hard drives on the reported device. This was performed by nihon kohden repair center. As such, software installed on the hard drivers were most likely corrupted. Software corruption is often caused by ungraceful exits due to power loss or improper shutdown. Investigation summary: the issue of boot looping was resolved by re-imaging the hard drives on the reported device. As such, software installed on drivers were most likely corrupted. Software corruption is often caused by ungraceful exits due to power loss or improper shutdown. As the issues of boot looping were likely related to use error and user education, further action is not warranted.

Event description:
The biomedical engineer (bme) reported that they had rebooted their central nurse's station (cns) and it is boot looping giving an unusual error message and then it takes a while for the application to open up. The bme tried rebooting the cns numerous times, but the boot error message persisted. No patient harm was reported. The customer took the device out of use and will return it to nihon kohden for testing and service.